Event description:
Patient was implanted with a cardiomems on (B)(6) 2025. The device was placed in the left pa. Unrelated to the cardiomems, the patient underwent cardiothoracic surgery involving coronary artery bypass, mitral and tricuspid valve replacements, and a medtronic micra av2 leadless pacemaker placement on (B)(6) 2025 at (B)(6) hospital with dr. (B)(6). After the open-heart procedure, a post-operative chest xray revealed the micra av2 leadless pacemaker migrated from the right ventricle to the left pulmonary artery where it made contact with the cardiomems. Dr. (B)(6) took the patient back to the operating room on (B)(6) 2025 to remove the micra av2 from the left pulmonary artery where they reopened the patient¿s sternum and placed the patient on bypass. Due to the micra av2's proximity to the cardiomems, dr. (B)(6) deemed it necessary to explant the cardiomems to safely remove the pacemaker. Dr. (B)(6) closed the pulmonary arteriotomy with a bovine patch and 4-0 prolene suture. The micra av2 was replaced in the septum in the ra. After hemostasis was achieved, the patient was removed from bypass and their sternal wound was closed and dressed. As of (B)(6) 2025, (B)(6), aprn states the patient is doing well and is now on the [med-surg] floor. Physician states that the patient's chest tubes were removed (B)(6) 2025. Plan for inpatient rehab probably around the end of the week. The patient¿s care team confirmed they do not believe that the complications associated with the leadless pacemaker migration and subsequent explant were the fault of the cardiomems device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).